Event description:
It was reported that the pt's device was explanted because of a history of partial insertion, continuing ossification and ultimately poor performance. The surgeon chose to replace with sonata compressed array. Pt was successfully hooked up in 2009. Med-el was unaware of this explant until after the fact. The surgeon has the device in his possession and is using it for a project he is conducting using election microscopy. We have requested the device for investigation.

Manufacturer narrative:
The device has been explanted and has been requested to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.